Event description:
It was reported the patient experienced a sudden loss of therapy. There was no known accident or emi associated with the event. Impedance measurements were greater than 4000 ohms if the case was active. Impedance between two active electrodes were normal. Therapy-impedance were in the normal range (0+,3-, 300's, 60hz, 4v). Reprogramming of the system did not show any stimulation effect. Troubleshooting is ongoing. Intraoperative testing of the lead has been scheduled for 2008. No further patient complication was reported.